Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 6 (sep6). During the procedure, the sep6 bulb separated from the sep6 wire and was not used. The procedure was completed using an indigo system separator 5 (sep5). There was no report of an adverse effect to the patient.

Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.